Event description:
In 2008, the patient reported that he received an e10 (cartridge) error that he was not able to clear. He stated while attempting to bolus, he received an e1 (cartridge empty) error and he changed the insulin cartridge and then received the e10 while priming the infusion tubing. He removed and reinserted the battery and performed the change cartridge procedure 4 times. Each time the e10 was displayed. He reported that on approx three months earlier, he woke up feeling "really bad" and his blood glucose measured over 500 mg/dl. He felt achy and had no energy. He then noticed insulin in the cartridge compartment of the infusion device. He allowed the infusion device to dry and injected insulin to lower his blood glucose. His normal blood glucose level is 115 mg/dl. He was unsure how the insulin spilled into the cartridge compartment. He assumed it leaked from the insulin cartridge. He no longer had the insulin cartridge or the box, it had been packaged in. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.